Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the mi offset cup pos/imp tip are cracked from using again and again impacting cups and liners. Some pieces fell inside the patient and were recovered and discarded. No surgical delay was reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that the impactor tip cracked, with some pieces falling inside the patient. Per complaint details, all pieces were recovered, and the procedure was completed without patient injury or delay. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.